Event description:
Upon further review, healthcare professional later confirmed no rupture for left side. Also, capsulitis is no longer reportable as implant date has been updated. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d6a, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Healthcare professional later reported "fibrous implant capsule with exogenous material suggestive of siliconoma." Capsulectomy was performed. Device has been explanted and replaced.

Manufacturer narrative:
Continued: e.1. State: (B)(4). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "rupture, textured and capsular contracture, baker grade unknown". This record is for the left- side. Device status unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d1, d2a, d2b, d4, d6a, g4. Clarification to h6: health effect - clinical code e2402 is being used to capture the report of capsulitis. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Upon further review the reported capsular contracture has been confirmed as baker grade ii which is not considered serious or reportable to the FDA. Additionally reported were capsulitis and that the device was reported to be implant past its expiration date. An ultrasound was performed. The device remains implanted.